Manufacturer narrative:
Review of the pump interrogation report indicated the patient was receiving baclofen (2,000.0 mcg/ml at 764.0 mcg/day). Analysis of the pump identified no anomalies. Analysis of the catheter identified abrasions on the catheter body that did not affect infusion. Fdm updated to 10. Fdr updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-mar-15. It was reported the healthcare professional (hcp) had done multiple studies on this patient but could not figure out why he was having symptoms. The patient was still having intermittent spasticity. The patient started with symptoms and received diazepine in the emergency room and was fine for a month or so until he had to go back to the emergency room. The hcp had done dye studies, mris, and x-rays but did not find any leaks or tears. The onset of the symptoms was sudden. The hcp inquired about an indium study, and the device manufacturer technical services reviewed with the hcp that the indium study is not supported by the device manufacturer. The event date was ¿(B)(6) 2018¿. The pump was delivering baclofen [2000 mcg/ml] at a dose of 749 mcg/day at the time of this report. Additional information was received from a foreign hcp via a manufacturer representative on 2019-may-17. It was reported that the pa tient¿s pump system (pump and catheter 8731 lot b0274087k) were completely explanted on tuesday (B)(6) 2019, and replaced with a new medtronic pump (8637-40 sn (B)(6) and catheter (8781 lot 0217554905). It was reported that the patient experienced serious withdrawal issues. In recent months, the patient had a intrathecal baclofen (itb) bypass to assess if itb therapy was beneficial to the patient. It proved successful which led to the complete explant on tuesday. It was determined upon visual inspection in the operating room (or) that the connection between the pump and catheter seemed to be an issue. The connection point was completely loose and ¿fell off¿ the catheter. It was reported that all implants are at the hospital now waiting for their approval to remove and returned to medtronic. No further complications were reported/anticipated. Additional information was received. The catheter was implanted on (B)(6) 2005. It was stated the timeline had covered approximately one year. It was confirmed the patient experienced withdrawal symptoms related to the connection issues. It was unknown if there were any causes or contributing factors to the connection issues. The pump and catheter would be returned, but as of (B)(6) 2019, were still at the hospital. From the representative's understanding, the hospital would like to review the case themselves before releasing the explanted system. The products would be returned as soon as they are released to the representative. Additional information was received. The patient was receiving baclofen (2,000.0 mcg/ml at 763.2 mcg/day). Additional information was received from a foreign hcp via a call to technical services on 2019-jun-17. It was reported that the hcp got a note about a catheter that had disconnected from the pump and the patient had a subcutaneous fill of baclofen. The catheter was fixed and the issue was diagnosed via surgical exploration. Additional information was received from a foreign hcp via a manufacturer representative on 2019-jun-18. It was reported that the patient started experiencing issues in (B)(6) 2018 and that these issues lasted 11 months where the patient went through 8-9 significant spasms/attacks. The hcp troubleshooted the system doing a dye study and a cap aspiration and everything was fine. Then at some po int the surgeon or patient wanted to discontinue therapy. Then on (B)(6) 2019 the patient was back in the ICU with therapy issues and was transferring care to another physician. In (B)(6) 2019 the hcp did a lumbar puncture and infused baclofen through the lumber puncture (¿effectively bypassing the pump and catheter), which worked ¿perfectly¿ and the results were great. They repeated the lumbar puncture twice, both times with great results. The decision was then made to wean the patient from pump therapy, plan for explant, and then perform complete replacement (pump and catheter). The hcp replaced the catheter and pump and when they went to replace the patient¿s catheter, it felt like the catheter wasn¿t even attached and that the silicone connection point between the pump and catheter simply ¿fell off¿ as if it were no longer attached. This wasn¿t confirmed, but was how it looked when the surgeon was taking it off. It was stated that they could speculate that was the issue all along and that the baclofen was seeping into the subcutaneous pocket entirely or partially and thus providing inadequate therapy. It was also speculated that perhaps the age of the catheter and the repetitive replacements led to the degradation of the connection over time. It was noted that the patient had been receiving effective therapy since receiving the new catheter and pump. The pump and catheter would be returned for analysis once the facility released the devices.

Manufacturer narrative:
B5: additional review determined that the previously reported information pertaining to manufacturer's report # 3007566237-2019-01258 is related to this event. Additional information regarding that event will be reported under this manufacturing number 3007566237-2019-00324. Continuation of d11: product ID 8731 lot# b0274087k, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, lot #: b0274087k, ubd: 2006-06-16, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2019. It was reported the healthcare professional (hcp) had done multiple studies on this patient but could not figure out why he was having symptoms. The patient was still having intermittent spasticity. The patient started with symptoms and received diazepine in the emergency room and was fine for a month or so until he had to go back to the emergency room. The hcp had done dye studies, mris, and x-rays but did not find any leaks or tears. The onset of the symptoms was sudden. The hcp inquired about an indium study, and the device manufacturer technical services reviewed with the hcp that the indium study is not supported by the device manufacturer. The event date was ¿(B)(6) 2018¿. The pump was delivering baclofen [2000 mcg/ml] at a dose of 749 mcg/day at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's pump was implanted on (B)(6) 2018. It was stated the reason for the ICU admission was "increase spasms due to malfunction of pump or infected pump or catheter." It was also stated it was unknown if the ICU admission was related to the device and/or therapy. It was unknown if the withdrawal was thought to be due to a device issue or patient condition/drug tolerance/progression of underlying disease. No contributing factors to the withdrawal were identified. A CT dye study was done with easy, clear flow through the tubing on the myelogram. It did not appear that there was any leakage or mechanical obstruction of the system. An MRI of the entire spine was done with no abnormalities. Oral baclofen and other oral benzodiazepines were provided. The patient's withdrawal was not resolved; it was still happening occasionally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. A change in therapy effect was reported. It was reported the patient was back in the intensive care unit (ICU) having issues with therapy. The reported symptom was withdrawal. The event date was reported to be (B)(6) of 2019. A dye study was done, which showed "clear flow" and no issues with the catheter. It was reported they were weaning the patient off the pump entirely, and they planned to replace it with a brand new system in about 6 months at the patient's request. Further complications were not reported or anticipated.